Event description:
It was reported via the watchman patient call center that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). While in the recovery room post procedure, the patient experienced a transient ischemic attack. One day post procedure the patient reported severe headache. No further information on the status of the patient is available.

Event description:
It was reported via the watchman patient call center that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). While in the recovery room post procedure, the patient experienced a transient ischemic attack. One day post procedure the patient reported severe headache. No further information on the status of the patient is available. It was further reported the allegation of a transient ischemic attack was withdrawn.